Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
Us legal. Bilateral patient. It is reported that, after a right bhr surgery was performed on unknown date, plaintiff has experiencing extreme hip pain, local adverse tissue reaction, limited motion of the right hip, premature failure of the right hip bhr device, and metallosis. It is unknown if or how the event has been treated. The patient's condition is unknown.

Manufacturer narrative:
H10. Additional information in a2, a3, b6 and b7.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting and complaint validity. The original information stated that a right bhr surgery was performed on an unknown date, and that the patient experienced extreme hip pain, local adverse tissue reaction, limited motion of the right hip, premature failure of the right hip bhr device, and metallosis. However, after further clarification and information received, it was determined that the patient only had a bhr system implanted on the left hip (reported under 3005975929-2022-00174 and 3005975929-2022-00175) and the right hip was unoperated. So, it was determined that the issue does not meet the criteria to be reportable, nor to be a valid complaint. Therefore, this complaint will be voided in our systems.

Manufacturer narrative:
H3, h6: it was reported that surgery was performed on the patient¿s right hip. As of today, the devices used in treatment have been requested but have not become available. It is unknown if or how the event has been treated. The patient's condition is unknown. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical information was reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, local adverse tissue reaction, limited motion of the right hip, and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight and trauma to the joint replacement. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.